Event description:
New information indicated that the device was explanted and replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited noise on both the atrial and ventricular channels. The noise could not be reproduced. No intervention was reported. The patient was asymptomatic.